Manufacturer narrative:
A breath delivery (bd) power controller printed circuit board assembly (pcba) and a bd power distribution pcba were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. When the bd power distribution pcba was installed to a test ventilator during extended self-test the ventilator failed the battery test. An investigation was performed and the product analysis technician reported that no fault was found on the bd power controller pcba. The bd power distribution pcba root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during installation, the battery in a 980 ventilator would not charge. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the breath delivery power controller/distribution printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.